Manufacturer narrative:
The insulin pump passed displacement test, prime test and excessive no delivery test. No excessive no delivery alarm. However, the insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window, broken belt clip slot and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not working and alarming excessively for no delivery. The blood glucose reading was 5.8 mmol/l. The manual prime was successful, but with a repeated fixed prime of 5 units, the insulin pump alarmed again. The insulin pump will be replaced and returned for analysis.